Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the programmer was unable to perform threshold testing and that the programmer usb ports were not working. The programmer was found to function as required. It was noted that the keyboard latch was broken. Replaced and calibrated stylus as preventative. Reconfigured, reloaded, and updated software as preventative. The programmer then passed final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not perform threshold testing and the universal serial bus (usb) port of the programmer was not working. No patient complications have been reported as a result of this event.